Event description:
The system 7 recip saw was sent for eval due to the tip of the saw breaking off. This was noticed when spd was assembling trays. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that part of the drivetrain, where the blade is inserted, broke off. The drivetrain was replaced and the device was returned to the customer.